Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) one of the lithium-ion battery remaining capacity memory leds is not lit or flashing. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) have confirmed the reproduction. Since the repair required replacing the entire unit, fse replaced one lithium-ion battery (0146-00-0097). After the replacement battery, the remaining battery charge memory led lit up without any problems, so the problem was resolved.